Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the caller's son had a button error alarm on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer got pump splashed and now has a button error alarm. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Caller also needed a new belt clip. No additional information provided.